Event description:
A nurse reported the setting on a cataract system change on their own and there is continuous irrigation. No pt harm reported. Additional information has been requested, but none has been received.

Manufacturer narrative:
A review of the service report indicates the customer reported their setting were switching on their own and they were getting continuous irrigation. The company service rep contacted the company sales rep to work with the customer regarding the doctor settings. The company sales rep stated that surgeries were attended on (B)(6) 2013. The company sales rep discovered that the system had continuous irrigation enabled via the footswitch controls and the doctor didn't realize he was activating the switch with his foot. The company sales rep turned off continuous irrigation on the footswitch which addressed the customer's concerns. Additionally, programming the footswitch is addressed in the system's operator's manual. The company service rep examined the system and verified that the system was operating within specifications. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was due to a user issue regarding the doctor settings with the footswitch controls. (B)(4).